Event description:
Y port connector fell apart leaving an open central line port. Pt lost 1 unit blood - back flow from central line through tubing and open port. This is the fifth episode of a disconnect.